Event description:
Procedure type: inguinal hernia repair. Patient gender: unknown. According to the reporter: during the case, the gas was leaking from the trocar and then a piece fell off. It could not be reported if the piece fell in the cavity. It could not be reported how the case was completed. There was no report of unanticipated blood/tissue loss, or extended operating room time. No patient injury was reported.

Manufacturer narrative:
(B)(4).